Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead integrity alert was triggered due to high impedances on the right ventricular (rv) lead. It was further reported that the rv lead sensed events during movement that were not related to heart rhythm. An x-ray confirmed a fracture, with visible damage to the electrode. The physician assumed subclavian crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.